Event description:
End user had surgery to repair ligament damage in her knee and wrist. The end user was using the device post-surgery to move from bedroom to bathroom and the piece that attaches to the right side so she can support her arm snapped in half. She hit her knee and now in extreme pain and knee is swollen. Has a brace on leg from ankle to hip, not allowed to bear weight. Not able to walk for 2 months. Having MRI and has more edema in knee and lots of swelling. User is reported as being under 50 years old.